Manufacturer narrative:
Submit date: 3/13/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states while drawing up fluid, they are finding that they meet resistance and have to work the plunger 2-3 times before being able to draw up the fluid. They are also experiencing leaking at the hub between the needle and syringe.